Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Information received from operative report on 4/11/2019: it is reported that patient's right hip revised due to loosened acetabular component. This pi has been created for first revision due to acetabular component loosening. Update 18/april/2019 (B)(6): as per operative report, "...had increasing pain to the point where patient couldn't walk. During last evaluation patient was discovered to have a grossly loosened acetabular component, with impaction of the bone...the only thing basically holding this cup in was a screw...". A 48mm shell and screw, 32mm poly liner, and 32mm biolox head with adaptor sleeve were revised to a 54mm shell with 3 screw, mdm liner, and +4 universal ceramic head.